Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported coolsculpting treatment to the low abdomen on (B)(6) 2018 using the cooladvantage petite applicator and presented with paradoxical hyperplasia (ph). The patient underwent a corrective tummy tuck and liposuction and present with recurring ph.

Event description:
Healthcare professional reported "feels similar to the paradoxical hyperplasia (ph)", "is larger" and "firm on the [contralateral] side" after treatment on (B)(6) 2018 to the lower abdomen with applicator cooladvantage petite for the coolsculpting system. Patient later reported "pertrusion of area, lopsided, discomfort", "undergo a tummy tuck/lipo feathering to correct the ph, but it has come back" and not satisfied with the amount of reduction provided. Additionally patient reported "very enlarged in a rectangular shape" and "it was hard, painful and disfigured". Patient had tummy tuck and liposuction. Patient presented with recurrence ph. Later, healthcare professional reported "symmetrical moderate lipodystrophy of the central/lower abdomen".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported "feels similar to the paradoxical hyperplasia (ph)", "is larger" and "firm on the [contralateral] side" after treatment on (B)(6) 2018 to the lower abdomen with applicator cooladvantage petite for the coolsculpting system. Patient later reported "pertrusion of area, lopsided, discomfort", "undergo a tummy tuck/lipo feathering to correct the ph, but it has come back" and not satisfied with the amount of reduction provided. Additionally patient reported "very enlarged in a rectangular shape" and "it was hard, painful and disfigured". Patient had tummy tuck and liposuction. Patient presented with recurring ph.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.